Manufacturer narrative:
(B)(4). Device evaluation: it was reported that when the physician pulled the wire back out, the guide wire was like a "rubber band". This issue was confirmed. One 7 fr x 16 cm catheter and one guide wire were returned. The guide wire had three severe kinks located 3, 17, and 23 cm from the j-tip. The coil wire was unraveled starting 22 cm from the j-tip. Microscopic inspection found that the core wire was separated adjacent to the proximal weld. The guide wire drawing specifies an outside diameter of .788 /.826 mm and a length of 454 +/- 4 mm. The core wire length was confirmed to be consistent with the graphic. The outside diameter of the guide wire measured .809 mm, which was also consistent with the guide wire graphic. No defects or anomalies were observed on the catheter which appeared to be unused. A lab inventory .032" guide wire, with a measured diameter of .803 mm was inserted through the distal lumen without resistance. Gage wire (.035" diameter) was also inserted through the distal lumen without resistance. The instruction booklet provided with the kit. Other remarks: describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being placed into the patient's jugular in the intensive care unit. During acute placement of the cvc the physician felt the guide wire was too soft and elastic. When the physician pulled the wire back out, the guide wire was like a "rubber band". As a result, another cvc and guide wire was used successfully. There was no patient death or complications reported. It was noted the wire was not pulled back through the needle.